Event description:
It was reported that the patient was referred for replacement due to low impedance. Clinic notes mention that patient has had more seizures and it may have started when a medication was weaned but also appears to correlate with the lead issue. Device was turned off as it may be causing pain and is not helping. Notes state battery 50-75% and lead impedance very low. Notes mention patient is having jerking and agitation constantly and is agitated. The device worked very well previously. The patient was having very difficult time with the stimulation 2 weeks ago causing her to have uncontrollable gagging, device had to be shut off. The believed cause of the seizures is vns stimulation. No additional relevant information has been received to date. No relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.